Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30-degree endoscope involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated and confirmed the reported complaint. Fa found a friction issue with the attached endoscope adapter (aea) bearing. Further investigation also found corrosion on the spring finger of the cable connector.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the difficulty when rotating the base of the 30-degree endoscope. When the isi fse stepped on the camera pedal and tried to rotate the endoscope, the endoscope was locked and failed to rotate although the endoscope indicator on the vision side cart (vsc) monitor indicated that the endoscope was rotated. The fse replaced the endoscope to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the 30-degree endoscope rotated without command, and the endoscope image was flipped. The customer reseated the endoscope and canceled the guide tool change (gtc), but the issue was not resolved. The customer used a new endoscope to resolve the issue. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the 30-degree endoscope was inspected prior to use with no issue. There was no patient injury.